Event description:
The customer reported that during an abdominal perineal procedure, the blade became stuck at the tip of the jaws of the instrument and the surgeon could not open it to finish the case. The surgeon used a scalpel to cut the tissue from the jaws to remove the instrument. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.